Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) it was reported that this was a mitraclip procedure to functional mitral regurgitation (mr) of grade 4. One clip was implanted without issue. A second clip was then implanted; however, after deployment, a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet and remaining attached to the anterior leaflet. An additional clip was implanted, stabilizing the slda clip and reducing mr to grade 2. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the single leaflet device attachment (slda) appears to be due to procedural conditions. The reported poor imaging appears to be due to procedural conditions. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.